Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power system error and low battery alert. The customer's blood glucose value was 300 mg/dl. The customer stated that they replaced the battery multiple times already. The customer received low battery alert prior to the replace battery now alarm. The product was returned for analysis.